Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The device history record (DHR) review noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. On february 17, 2020, it was reported that the device upgraded from pm to repair due to a damaged comb. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. Product review of the skin graft mesher on february 17, 2020 revealed that the calibration was out of specifications but produced a passing sample mesh. The comb was damaged. No cutters were returned for evaluation. Repair of the skin graft mesher was performed by zimmer biomet surgical on february 17, 2020 which included replacement of the comb. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. While the returned product investigation confirmed that the skin graft mesher had a damaged comb, it cannot be determined from the information provided what actually caused the reported event. Therefore, based on the information provided, a specific root cause of the reported event cannot be determined. The device was noted to be functioning as intended after the comb was replaced. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
It was reported that the device upgraded from pm to repair due to a damaged comb. No adverse event was reported as a result of this malfunction.